Event description:
It was reported to tyco/kendall healthcare that there is a definite lag time from the initial time fse is hooked up to when it obtains heart rate. Seems as though the heart rates are varying. External ultrasound is picking up a normal heart rate, however, the internal is not picking up a normal heart rate, about 50% of normal. Received additional information on 8/2/2006 for this complaint. Sample was returned to supplier, for analysis. Upon evaluation, it was determined that this complaint is actually for a fetal spiral electrode, product ID 31479549. Due to new information, this complaint will be filed as an MDR.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.